Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with gastrointestinal (gi) bleeding on (B)(6) 2020. The patient was treated with gi consult, anticoagulation levels were lowered. The patient underwent esophagogastroduodenoscopy (egd) and colonoscopy which revealed arteriovenous malformations (avms) which were clipped and cauterized. Anticoagulation levels were lowered, and she was started on octreotide injections and received blood transfusions during her admissions. International normalized ratio (inr) goal was lowered. The adverse event was not thought to be related to the device. It was reported that the issue resolved. Plan of action for patient was octreotide and transplant evaluation. The patient is alive and stable. The device is not available for evaluation as it is in use.